Manufacturer narrative:
It was reported that "the pendant is not functioning at all. She said that none of the sections of the bed will raise or lower, customer is comfortable replacing parts and can send defective part(s) back with call tag once provided. Requested troubleshooting. The bed has complete loss of function. Customer confirmed that the bed is plugged into a working outlet. Customer confirms no apparent physical damage. Working fine one moment and then completely stopped working. Issued replacement motor and pendant and sent call tag" there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the pendant is not functioning at all. She said that none of the sections of the bed will raise or lower, customer is comfortable replacing parts and can send defective part(s) back with call tag once provided. Requested troubleshooting".